Manufacturer narrative:
Sample collection and centrifugation information has not been supplied date. Per customer, bhcg qc has been within the customer's established ranges. Specific qc information has not been supplied to date. Customer stated to bci technical support that reagent pipettor #3 had been disabled by the system. It is unknown when this occurred in relation to the event. Additional system information has not been supplied to date. Bci field service engineer (fse) recalibrated the pressure sensor for reagent pipettor #3, replaced the precision pump for reagent pipettor #4, performed the pipettor matching routines and replaced peri-pump tubing. Fse then performed a routine system check and 10 replicate precision tests on all 4 of the reagent pipettors. No issues were noted. Although hardware issues were addressed, a definitive root cause has not been determined to date for this event.

Event description:
A customer reported to beckman coulter inc. (Bci) that the unicel dxi 800 access immunoassay system generated higher than expected positive bhcg results for three (3) patients. Results were not reported out of the lab. Repeat testing on original instrument and alternate instrument generated lower negative results for all three (3) patients. Results are shown. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.